Event description:
It was reported the patient never had therapeutic effect and her symptoms had gotten worse since implant. It was stated she was incontinent all day the day prior to report. It was noted by the patient that the healthcare provider (hcp) thought the lead wire had moved slightly. Reportedly, the trial worked for the patient. It was stated the caller experienced a shocking or jolting sensation, and when sitting or lying down she had been ¿zapped¿ suddenly. The patient reported while in a deep sleep she turned over and felt a zap that woke her up, which she had felt while sitting down at times as well. The patient was on program 1 at 1.7 since implant and adjusted to program 2 at 1.5 and stated she could feel stimulation. The patient planned to leave settings there, record her symptoms, and contact a representative if she doesn¿t see a change in her symptoms. It was reported the patient did not have concerns regarding their device or therapy.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va09vza, implanted: 2013-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# va09vza, implanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).